Event description:
It was reported the tube edta plh 13x75 3.0 plbl lav bc experienced under-fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the med tech was wanting information in regards to minimum and maximum draw for this product. They are experiencing low draw volume. No specific lot involved, they have noticed this is an on-going issue. Event happens over multiple lots, drawn by 22 gauge needles, butterflies are rarely used, upon receipt of tubes are air conditioned.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube edta plh 13x75 3.0 plbl lav bc experienced under-fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the med tech was wanting information in regards to minimum and maximum draw for this product. They are experiencing low draw volume. No specific lot involved, they have noticed this is an on-going issue. Event happens over multiple lots, drawn by 22 gauge needles, butterflies are rarely used, upon receipt of tubes are air conditioned.